Event description:
It was reported by the neurologist that the high impedance was first observed some time in (B)(6) 2016. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported the patient had high impedance at his most recent appointment. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was later reported the patient underwent generator replacement surgery. It was noted the old generator was replaced and when the new generator was attached to the lead, the diagnostics were within normal limits. It was noted the surgeon tried re-inserting the lead pin into the existing generator and the impedance value was normal. Multiple diagnostics were run with the generator in different positions, as well as the patient's neck in different positions. All diagnostics were within normal limits. A new generator was placed on the existing lead and the impedance value was still within normal limits, so the surgeon decided not to replace the lead. The patient was seen for his post-op appointment and diagnostics were again found to be within normal limits.